Event description:
The pounce venous (pv) device was used in a mechanical thrombectomy procedure. This event pertains to the use of the initial device. After several passes (approximately seven), the pv device was removed from the patient. During basket cleaning, the nose cone was observed to be no longer secured to the inner shaft. The nose cone remained attached to the pv device via the inner polyamide tubing. Use of this device was then discontinued and the procedure was completed with the use of a second device. There was no report of patient harm. No further information was provided.

Manufacturer narrative:
H3: the pv device was returned for analysis. Analysis confirmed the reported issue. The outer adhesive fillet was no longer bonded to the outer hypotube and metal collar. The adhesive residue remained on the nose cone itself. The inner adhesive to the guidewire lumen (gwl) was still intact.